Event description:
It was reported that the patient line had become disconnected from the heater bag. The patient was connected at the time of the event. This occurred during fill cycle one in peritoneal dialysis therapy. The technical services representative assisted the patient in ending therapy. The patient was to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.